Manufacturer narrative:
An inspection of the device found that the nozzle was blocked - contained within it was an unknown material described as a "kind of black rubber". It was reported that this clogging issue occurred during reprocessing. It was further stated that the device was dredged, and that the water and air tube was normal following this process. The device then passed required testing and was returned to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a device in which the ¿water and air feeding was not smooth¿. This occurred during reprocessing, and the procedure was completed with another device. There was no report of harm or medical intervention with this event. During inspection of the customer returned device, the nozzle was found blocked. This report is being submitted for the malfunction found during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that accessories of the subject device (water container, valve, cleaning tools or the like) became broken and entered into the air/water channel. This is thought to be a cause of the suggested event. According to the device inspection result, the foreign material was black rubber type - this material was assumed to be rubber parts such as rubber from a connecting part of the injection tube or the valve packing, which may have broken and entered the air/water channel. The user can properly detect the suggested event by handling device in accordance with the following instructions for use (IFU) statement: ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system ·inspection of the air-feeding function ·inspection of the objective lens cleaning function ·inspection of ancillary equipment - inspect the following equipment as described in their respective instruction manuals. User can reduce and prevent the suggested event by handling device in accordance with the following IFU statement: ·to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the channel cleaning adapter after each patient procedure. ·troubleshooting - the accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. IFU specifies that accessories must be inspected. By following the IFU statement, the user can note irregularity and avoid device use for procedure. Olympus will continue to monitor field performance for this device.